Event description:
Device 1 of 2: reference MFR report: 3006705815-2018-00991. Follow up information received identified the patient's scs system was replaced. The surgical intervention resolved the reported issue.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2018-00991. It was reported the patient's scs controller displayed an error while attempting to set the scs ipg to MRI mode. A company representative met with the patient and a system diagnostics revealed multiple lead contacts with out of limit low impedances. The representative was unable to resolve the issue. Surgical intervention may be taken to address the issue.